Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was received with a blade exposed with one life remaining. The blade failed to retract during initialization causing the instrument to fail self test. The blade was dislodged 0.105 outside the blade garage. Upon visual inspection, there was no bio debris found at the instrument tip. The knife slot measurement passed at 0.028". After manually retracting the blade, the instrument passed initialization. The instrument passed cut and energy delivery tests. A review of remotefe and dsp logs showed multiple homing failures. The instrument was found to have a ceramic dot dislodged from the instrument's grip tips. The dislodged ceramic dot was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was not working. No further details were provided. There was no report of patient injury.